Event description:
It was reported that the customer received a power source alert. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and alternate usb cable. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.